Event description:
**Update** (B)(4) 2013-sales rep reported revision of patients right hip due to unknown reasons. There is no new additional information that would affect the outcome of the investigation.

Event description:
Litigation papers allege the patient has suffered and will continue to suffer damages including but not limited to pain and suffering, future surgery and medical treatment, disability, disfigurement. ***update*** (B)(4) 2011 plaintiffs preliminary disclosure (ppd) form received (B)(4) 2011. Updated product info for cup and femoral head.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers this complaint closed.